Manufacturer narrative:
(B)(4). Was updated with evaluation codes. The set was visually inspected with no issues noted. A clamp function test was performed with no issues noted. The set was run on a homechoice with no issues noted. The set was tested underwater at 8 psi with no leak noted. A clear passage test was performed with no blockages noted.

Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. The bags were properly connected and there was not any open clamps on any unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The technical service representative (tsr) advised the home patient (hp) of possible introduction of air in the lines. The hp cycled the power to the hc. A system error 2367 ended therapy. The tsr advised the hp to start over with new supplies and to contact the registered nurse (rn) about possible introduction of air in the lines. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The lot number was unknown. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.